Event description:
Patient reported "rupture" and "textured" against right device. Health care professional later called and confirmed the right side rupture and exchange of textured device due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Patient reported "rupture" and "textured" against right device. The device has been explanted and replaced.